Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient claimed the device had been disconnected and no longer functioned. They also said the lead wires remained implanted. When asked what was meant by disconnected, the caller could not provide more specific detail. They indicated the stimulator stopped functioning a couple of years ago. No patient symptoms were reported. No further complications were reported or anticipated.